Event description:
It was reported that during the initial implant procedure, the helix of the right ventricular (rv) lead unintentionally extended within the body of the patient. Additionally, once the rv lead was positioned, the helix was unable to extend. The helix rotation was not tested prior to introducing the rv lead into the body of the patient. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.